Manufacturer narrative:
H.6. Investigation: two photo samples were provided to our quality team for investigation. The final product for lot ta11878 is assembled and packaged at a supplier site. We notified the supplier of the reported issue and provided the photos for evaluation. Upon visual inspection, a leak is observed on the tubing set, however, we cannot identify the origin of the leakage. Two retained samples of the same lot were used for additional evaluation. There were no visual defects noted during inspection and product was verified to be manufactured according to specification. Functional evaluations were conducted and in all cases the product performed as expected. Based on available information, since we were unable to duplicate the indicated failure mode and review of DHR showed no indication of the alleged defect, we were not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that the bd phaseal¿ secondary set (c62) leaked from the spike area during the priming process. The following information was provided by the initial reporter: "c62 leaking. During priming, c62 was noticed to be leaking from the spike area."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ secondary set (c62) leaked from the spike area during the priming process. The following information was provided by the initial reporter: "c62 leaking. During priming, c62 was noticed to be leaking from the spike area."